Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. The customer's blood glucose was 512 mg/dl. Blood glucose (bg) was not addressed by customer during the time of the call; the customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the alarm cleared and insulin delivery was resumed.